Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 144 mg/dl. The customer stated that when she tried to insert the reservoir, she kept receiving the alarm for about 30 minutes. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.